Event description:
During a clinic follow up, it was noted that the right ventricular lead was dislodged. Repositioning of the lead was attempted but the screw of the helix could not be rotated. The lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. The helix could not be extended due to the helix being clogged with dried blood/tissue. After cleaning, the helix could be extended and retracted, and the full extension length was measured to be within specification. X-ray inspection found over-torque of the inner coil consistent with procedural damage. The reported event of lead dislodgment and fixed screw were not confirmed.

Event description:
During a clinic follow up, it was noted that the right ventricular lead was dislodged. The lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences reported.